Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected front panel for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is not working. The customer reported there is a liquid spot on the lower right side of the display. The customer reported there is no patient involvement associated with the event.